Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented for a follow up in clinic, noise was observed on the atrial lead. The noise could be replicated with isometric testing. The patient will continued to be monitored and was stable.